Event description:
It was reported, that "the cannula occluded during use". The involved device(s) have not been returned to the manufacturing facility for analysis and investigation as of the date on this report. Limited info has been provided up to this point.